Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched messages. Evaluation found the door able to latch close with a loaded IV set, however, force required to secure door is above expected levels corresponding with the reported symptom. The door hooks and latch pins were reproduced.

Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was also reported that this issue occurred while trying to start therapy, but there was no patient injury.